Event description:
The customer reported to olympus when looking at the ultrasound image there was no light. The malfunction occurred during preparation for use. There was no report of patient harm as a result of the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following are probable causes: - blackout of endoscope image due to broken wire or short circuit in the imaging cable - blackout of endoscope image due to short circuit caused by cracked tabs on the imaging circuit board - blackout of endoscope image due to separation of the joint of the imaging circuit board - blackout of endoscope image due to abnormal continuity caused by internal water immersion - blackout of endoscope image due to abnormal continuity of connector or cord. - blackout of endoscope image due to connector damage or deformation. - blackout of endoscope image due to lens damage or contamination. In addition, the following non-reportable malfunctions were found during the device evaluation: the bending section rubber glue was cracked, the scope connection showed signed of corrosion and was loose, discoloration on tip of the insertion section, the adhesive of the bending section was floating, electrical continuity error due to water invasion, and missing ultrasound echo signal. Olympus will continue to monitor field performance for this device.